Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that ¿it feels like it¿s moving up on its own when I sit down like to have lunch ,¿ and said this had been happening ¿here and there,¿ and later clarified ¿a month an half or so.¿ the consumer also reported that the stimulation had ¿turned off on me here and there, maybe 6 months ago¿ and clarified it was either ¿end of last year or early this year.¿

Event description:
It was reported that the on (B)(6) 2015 the implantable neurostimulator (ins) just shut off, the patient went to turn it up when he was getting ready to go to the store. The battery in the ins was half full. The patient went to see the manufacturer representative on the day of the report and they turned it back on with the physician programmer. The manufacturer representative was unable to determine what the issue was. The face plate was scratched up on the patient programmer. Upon return of the patient programmer analysis resulted in c200.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), ,product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type; extension. (B)(4).